Event description:
It was reported that a user of an ilet system experienced hyperglycemia with a blood glucose of 355 mg/dl after a delay in performing a supply change and not reconnecting the infusion set after disconnecting. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no device alerts or alarms. Investigation included troubleshooting and user education provided by support. Investigation of this case revealed user technique issues related to infusion set management that can interrupt insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was use error.